Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to low pacing impedance and high capture threshold caused by insulation breach. Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-15358, the same issue was previously reported as 2938836-2013-02444. D4 - additional device information.